Event description:
The remb handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was missing the lever assembly and o-rings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Degradation due to autoclaving or drop or impact during use are known to cause or contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.

Event description:
The remb handswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was missing the lever assembly and o-rings. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.